Manufacturer narrative:
Evaluated by third party.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed in the blower kit. In addition to the above findings, it was also determined that the lcd screen is cracked, damaged buttons on upper enclosure, and bottom enclosure damaged. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.